Event description:
It was reported that during use of the bd phaseal¿ injector luer lock n35j there was an issue with coring. The following information was provided by the initial reporter, translated from japanese to english: customer requested to investigate the rate of occurrence of coring with p50 and n35. Please verify the connection of p50 and n35.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. A device history review could not be completed as no batch number was provided. Functional testing was performed using three retained samples from injector samples from lot 9323974 along with three retained protectors of lot 1905124. All protectors were connected to the vial using the m12 fixture assembly. The injector and syringe were connected and punctured the protector 10 times. After all testing was completed, no foreign matter was identified inside the syringe or vial, no coring had occurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock n35j there was an issue with coring. The following information was provided by the initial reporter, translated from (B)(6) to english: customer requested to investigate the rate of occurrence of coring with p50 and n35. Please verify the connection of p50 and n35.